Manufacturer narrative:
Mfg date now provided.

Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. RMA issued. Replacement biopsy guide shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the lower joint does not easily tighten. Once tightened, it is difficult to release. The screw threads appear to be worn causing the difficulty. Mechanical failure, malfunction, directly caused event.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the precision aiming device was difficult to lock and required tools to secure the instrument in the adjusted position. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.